Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episodes. Upon device interrogation, the implantable cardioverter defibrillator exhibited far p wave oversensing. The device was reprogrammed. No patient symptoms were reported.